Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a knife trapped in track and was unable to retract. It was reported that the device did not operate in the cut mode. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: eliminate tension on the tissue when sealing and cutting to ensure proper function. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, the device's blade stopped cutting over half way into the procedure. The doctor was trying to cauterize and cut 3-4 mm thick of uterine arteries and uterosacral ligament but the ligasure device had already stopped working so the doctor just used laparoscopic scissors instead. Instrument's functions were unchanged except the knife stopped cutting when activated. There was no patient injury. Medtronic's initial evaluation of the incident found that the device's knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife.